Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there were issues with catheter steering and deflection, as well as product damage. During the procedure, resistance was encountered when retrieving the array, and a kink was noted between electrodes 3 and 4. It was suggested that the slider may not have been fully extended before attempting to retract the array into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012419844 was returned and analyzed. The catheter exhibited several issues upon inspection. It was received with a guidewire threaded through it and electrode wires were exposed near the dual lumen. The pebax tube was both kinked and twisted, and the distal arm pebax tube was ribbed. Additionally, the shaft displayed a kink near the nose of the handle. While the steering function was normal, allowing the distal catheter tip to rotate approximately 170° in both directions, the slide function was stuck. The shape of the capture device appeared unremarkable with no atypical features. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. However, the steering function remained unaffected, with the distal catheter tip rotating approximately 170° in both directions. The catheter connected to a test catheter interface cable without any resistance, ensuring a secure connection as both latches fully engaged into the catheter connector. The catheter was successfully reprogrammed and connected to the generator via a test catheter interface cable, allowing for successful therapy deliveries. Testing confirmed the integrity of the electrode wire insulation revealing intact electrode wires, but with electrical continuity it revealed that there was an open loop at electrode 7. X-ray imaging revealed a kink in the shaft near the nose of the handle, which also affected the guidewire lumen in the same area. Additionally, dissection showed entangled wires in the shaft near the dual lumen area which also had dried blood on the electrode wires. In conclusion, the kink issue was confirmed and the loop catheter failed the returned product inspection due to kinked pebax tube, shaft and guidewire, broken, entangled and exposed electrode wires, a ribbed distal arm pebax, and a twisted pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: additional analysis of the pscc100 loop catheter was performed. Visual inspection also showed that the shaft displayed a kink near the nose of the handle. The nitinol wire appeared partially dislodged from dual lumen. Testing confirmed the integrity of the electrode wire insulation revealing intact electrode wires, but electrical continuity test revealed an open loop at electrode e7. The returned pfa catheter was inserted through the lab test contour sheath and no resistance was felt during insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.